Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that when the surgeon was performing a split-thickness graft case, he had an issue with the consistency of the mesh graft. After putting the split-thickness graft through the mesher, he noticed that the graft did not mesh properly, primarily in the middle of the graft. He was not sure if it was user error or caused by dullness of the cutter. As a result, he had to take another skin graft with the dermatome and run it through the mesher again. The second graft was meshed properly and the case was completed. The pt had scars from two donor sights on their thigh instead of one. There were no other adverse effects. Surgery time was extended by 5 mins.